Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 deflation was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
On 05/29/2018, mentor became aware that the lot number of the suspect medical device is 271508 and that it is a mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, PMA #p990075, unique identifier (B)(4). On 06/08/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/08/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).